Manufacturer narrative:
Additional pro-code: hrx. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on june 13, 2019,, surgeon tried to used the reamer and discovered it was broken. Switched to the other reamer in the set to finish the procedure. Fragments were not generated from a broken device. There was no surgical delay reported. Procedure was successfully completed. Patient was not affected. Concomitant devices reported: unknown reamers: reamer head (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record part # 314.743 , synthes lot # 7128719 , supplier lot # 7128719 , release to warehouse date: 05 jun 2013; 27 nov 2013 , supplier: (B)(4), no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: investigation summary background: it was reported that on (B)(6) 2019, surgeon tried to used the reamer and discovered it was broken. Switched to the other reamer in the set to finish the procedure. There was no surgical delay reported. Procedure outcome was unknown. Patient was not affected. Concomitant devices reported: unknown reamers: reamer head (part# unknown, lot# unknown, quantity# 1) . This complaint involves one (1) device. Investigation flow: damage . Visual inspection: the drive shaft-minimum 520mm length-for use with ria (p/n 314.743, l/n 7128719) was returned and received at us cq. Upon visual inspection, it was observed that the coupler distal tip broken off. The broken off distal tip fragment(s) were not received and at cq. The proximal end of the drive attachment was also observed to be deformed. No other issues were identified with the returned components of the device. Device failure/ defect identified? Yes . Dimensional inspection: dimensional inspection of the received device was performed at cq. The device received was broken. Confirming the allegation. Conclusion: the complaint condition is confirmed for the drive shaft-minimum 520mm length-for use with ria (p/n 314.743, l/n 7128719) as the device was broken. There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. D10: complainant part was returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.